Manufacturer narrative:
Additional information has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Pt status post 2 level pdc implantation two levels c5-6 and c6-7 returned to surgeon complaining of pain in the neck and down her shoulder. X-rays showed the pt had developed facet arthropathy. Surgeon noted pt had been pain free after the implantation. Surgeon removed the hardware and revised to fusion with spacers and plate. This is two of two reports for this event.